Manufacturer narrative:
Follow-up #1: date of submission 07/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: no damages were noted to the display; investigation revealed a scratched lens film. A leak test revealed a battery compartment leak. Corrosion was noted inside the battery compartment, on the transceiver board, and the ir board near the motor flex connector. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked in two places.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.